Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). The exact date of onset for the patient¿s symptoms are unknown, but the diagnosis was made during a follow up visit on (B)(6) 2004. This report is for one (1) unknown acdf spine construct. (B)(4). Unknown, as specific part and lot numbers for the complainant device/construct were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via (B)(4) study that patient (B)(6) underwent an anterior cervical decompression fusion (acdf) using an unknown spinal system at levels c6-c7 on (B)(6) 2004. There were no reported complications during the procedure. The patient was discharged on (B)(6) 2004 with a prescription for tylox (1- 2 tablets every 4 hours as needed). Fusion hardware was removed on (B)(6) 2004 with no reported complications at discharge. The following complications were reported: date reported - (B)(6) 2004: (B)(6) 2004 - the patient reported problems swallowing (dysphagia) during her follow-up visit on (B)(6) 2004. X-ray imaging showed graft in good position. The plate moved to the right by 5mm and was off the vertebrae by several millimeters. As a result, the fusion hardware, which consisted of the cervical plate and screws, were removed on (B)(6) 2004. Date reported - (B)(6) 2005: chronic cervical pain disorder post c6-c7 acdf implant procedure. The patient was treated with medications, including muscle relaxants. An MRI taken on (B)(6) 2004 showed night kyphosis ar c5-c6 disc level and secondary mild cervical causal narrowing with no compression. The patient's treatment is ongoing with pain management, office follow-ups, and neurological consultations. Date reported - (B)(6) 2005: (anticipated adverse events) cervical myofascial dysfunction post c6-c7 acdf on (B)(6) 2004 and post hardware removal on (B)(6) 2004. Outpatient care without surgery: pain medication, physical therapy, brace, and muscle relaxants. Treatment is ongoing with pain management. This report will address the cervical myofascial dysfunction that was confirmed during a follow up visit on (B)(6) 2004 and treated with outpatient care. This report is for one (1) unknown acdf spine construct. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon clinical review, it has been determinated that the reported event occurred after device removal. This does not meet the criteria for an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Upon clinical review, it has been determinated that the reported event occurred after device removal. This does not meet the criteria for an MDR reportable event.